Event description:
PICC line was inserted into right temporal vein on infant. Upon completion of insertion, the guide wire would not come out of the catheter. The catheter had to be removed and a peripheral IV was started.